Event description:
It was reported that the touch screen experienced delays. There was no reported impact to the customer¿s blood glucose level. The customer declined follow-up from customer technical support.